Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extension of fusion to l1/2 and l5/s1. The distal tip of the xtab driver sheared off insitu, leaving the distal tip inside the shank of the screw. Rep asked the surgeon if the tip was retrievable to which he answered no. The broken tip was then left in the shank of the screw with a rod placed over the shank of screw and a final locking cap placed on top, thus preventing the distal tip from migrating. No delays or adverse event to patient. On this occasion it happened using xtab 70x50mm screw that had already been tapped with a 6mm tap. On previous occurrence tip broke whilst implanting a cfx screw (quad lead thread). See additional information. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.